Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluoro functions board (ffb). The ffb was replaced, the rus files were re-loaded, all nodes flashed and re-built. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had occurrences where the system would power up with the collimator closed. Intermittent collimator issues. No cases were negatively impacted due to the malfunctions.